Manufacturer narrative:
Na.

Event description:
The customer's daughter stated that the following inr results were obtained using the customer's coaguchek xs (serial number (B)(4)) and taking the sample from different fingers. Both vials were from the same lot number. 1:08 pm - 6.5 inr strip vial 0023682, 2:08 pm - 4.5 inr strip vial 00243797. There were no changes to the customer's warfarin based on the results. It was reported that the customer was feeling fine. The customer does not have any antiphospholipid antibodies and it was also reported that she does not have any hematocrit issues. The daughter advised that the customer has not started any new medications, and she has been eating a lot of trail mix with peanuts, raisins, and m&ms. The suspect product was requested to be returned and replacement product was sent. This medwatch is for the product that produced the result of 4.5 inr. See the case with identifier for the (B)(6) for the medwatch for the product that produced the result of 6.5 inr.

Manufacturer narrative:
The relevant retention test strips (lot 202051) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified. The customer returned one vial of test strips (lot 202051) with 3 strips remaining in it. They were tested with a meter in the investigation unit. The results showed that all inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated.